Event description:
It was reported that this patients right atrial (ra) and right ventricular (rv) leads were surgically abandoned due to high impedances grater than 2000 ohms and loss of capture. New ra and rv leads were implanted during the procedure. No additional adverse patient effects were reported.